Event description:
A health care facility reported receiving a high reading of 400 mg/dl on the precision pcx glucose monitoring device when compared with a laboratory value from the chemical analyzer of 120 mg/dl. The values, when plotted on the parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.